Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. No parts have been reportedly replaced and the ventilator is back in clinical use. Provided ventilator logs was reviewed. The event log confirms several alarms for airway pressure high. Those alarms indicate that the ventilator was functioning and it attempted to deliver the set tidal volumes, but it failed due to the imposed restriction of the set upper pressure limit. The airway pressure high alarm is generated when the upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration phase. The difficulties may either be related to not optimal parameter settings of the device for the actual patient condition or an increased expiratory resistance. Successful pre-use checks were performed prior to use. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. The root cause of the reported alarms has not been conclusively determined but there is no indication of a ventilator malfunction at the time of the event. H3 other text : 4117.

Event description:
It was reported that the ventilator generated alarms for high airway pressure. There was no patient harm. (B)(4).